Event description:
The pt's implant was explanted due to device extrusion and skin flap infection. The pt was not reimplanted at the time of explant. Further info has been requested regarding this pt who lives and was implanted outide of the USA.